Event description:
It was reported by patient's surgeon that patient was an inpatient at the hospital and it is unknown if this is seizure related. The surgeon's office later reported that they were unaware of any hospitalization for this patient and to ask the neurologist. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B5. Corrected description of event, initial report: inadvertently left out information regarding the replacement surgery. D6b. Corrected explant date, initial report: inadvertently left out explant date. F10. Corrected impact code, initial report: inadvertently left out additional f1905 coding for replacement surgery.

Event description:
It was later reported that patient had a prophylactic generator replacement surgery. Product return attempt will not be made, as listed facility is known to discard explanted products. Provider reported that the patient's hospitalization was not related to vns. The hospitalization was to preclude serious injury.